Event description:
Lrinotecan removed from pharmacy sealed bag, infusion bag hung on IV pole, and it was noticed before putting on pump that fluid was leaking from both y site port hubs. Right at the start of the infusion is when leak of irinotecan 245 mg was noticed. It did not get on the patient or on staff. Baxter product: 2c8537 (continu-flo solution set), primary tubing. Baxter lot# (10) r22a31130.